Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/67 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: detection of atrial fibrillation after surgical ablation: conventional versus continuous monitoring. The annals of thoracic surgery. 2016;101:42¿8. Doi.org/10.1016/j.athoracsur.2015.07.039. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this implantable cardiac monitor (icm). The article reports patients implanted with icms which recorded false-positive episodes. The status/disposition of the devices is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.